Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging ventilator service required alarm occurred on a trilogy evo o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not duplicated. During the evaluation an error code in relation to aecm_failure was recorded in the device event log. In conclusion, the device's proportional valve and 3-way solenoid valve needs replaced to address the issue. The repair completion date is currently undetermined due the customers quotation approval is pending. If any additional information is received, a follow-up report will be filed. New information: the trilogy evo o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not duplicated. During the evaluation an error code in relation to aecm_failure was recorded in the device event log. In conclusion, the device's proportional valve and 3-way solenoid valve were replaced to address the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00. The reported failure of the active exhalation control module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging ventilator service required alarm occurred on a trilogy evo o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not duplicated. During the evaluation an error code in relation to aecm_failure was recorded in the device event log. In conclusion, the device's proportional valve and 3-way solenoid valve needs replaced to address the issue. The repair completion date is currently undetermined due the customers quotation approval is pending. If any additional information is received, a follow-up report will be filed.